Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was returned in a bio-hazard plastic bag with the related rotablator burr catheter. The wire was received inside of the burr catheter. The rotawire was not able to be removed from the rotablator catheter. There were numerous kinks along the body of the rotawire. The floppy distal tip of the wire was fractured off and stretched; as part of overall visual revision. Visual inspection was performed and the wire was unable to be removed from the device as the burr catheter was stuck on the spring tip. Dimensional inspection of the middle and proximal outer diameter (od) were within specification, however the overall length and the distal tip could not be performed due to device condition (stretched tip).

Event description:
It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink burr and a 330cm rotawire were selected for use along with a rotablator advancer. During procedure, it was noted that the advancer was unable to generate adequate pressure. Upon removal of the rotalink burr, it was observed to be attached to the rotawire and damaging the material. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink burr and a 330cm rotawire were selected for use along with a rotablator advancer. During procedure, it was noted that the advancer was unable to generate adequate pressure. Upon removal of the rotalink burr, it was observed to be attached to the rotawire and damaging the material. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.